Event description:
The customer reported that the probe has suffered a balloon break/rupture.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A physical sample was not returned for investigation, but a photo was provided. The photo was evaluated, and the reported condition was not observed. As such, a root cause could not be determined. However, the reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.